Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0hp75, implanted: 2014 (B)(6); product type lead. (B)(6).

Event description:
It was reported that the patient had a shocking or jolting sensation. When the amplitude was turned up, the patient had a constant cramping sensation that was felt close to the implant site. It was noted that the patient first felt this on the morning of 2014 (B)(6) and they called their manufacturer representative and the manufacturer representative referred to it as a pocket shock. The patient was on program 4 currently and had a pain sensation with stimulation in the lower right buttock area. It was reported that the patient felt this on all 4 programs and had their stimulation set at the lower threshold of pain. The patient never had therapeutic effect with the implant and the trial worked well for them but the permanent implant was not working for the patient since implant. It was noted that the patient was not getting the same results as the trial. It was reported that the patient had stimulation in the wrong location as on all 4 programs they were feeling stimulation in the lower right buttock area. The patient was not feeling stimulation in the same area that they did during the trial. It was stated that the patient had an appointment with their manufacturer representative in 2 days for reprogramming. The patient¿s implant was done on 2014 (B)(6).